Event description:
It was reported that during a routine follow up the pulse generator was observed to have no capture in the right atrium. The physician attempted increasing amplitude as well as pulse width without success. The device then went into backup vvi mode. The physician elected to replace the device, as it was nearing elective replacement indicator (eri).

Manufacturer narrative:
No medwatch form was received.